Event description:
Additional information was received on 20-jan-2016 from a healthcare professional and it was reported that the pump was delivering baclofen (2000 mcg/ml at 12 mcg/day), bupivacaine (35 mg/ml at .210 mg/day) and dilaudid (2 mg/ml at .0120 mg/day). The patient's other medications and pertinent medical history were unknown. The onset date of the increased spasticity was unknown. The 8731sc catheter with serial number (B)(4) was opened, but not used; there was no issue with the catheter. The patient's 8709 catheter was the catheter that needed to be revised on (B)(6) and would be revised later in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown intrathecal medication via an implanted pump. The reporter was in the operating room (or) with the hcp and he wanted to revise the distal portion of the 8709 catheter, but all they had was the 8731sc. Further information could not be obtained as the reporter went back into the procedure. Additional information was received on 12/02/2015 from the rep indicated the patient was receiving intrathecal baclofen and bupivacaine (concentrations and doses unknown). It was unknown what other medications the patient was taking at the time of the event as well as the patient¿s medical history. The patient had a return of spasticity and an increase in spasticity, so the catheter was being revised. A dye study and MRI showed no potential issues. Troubleshooting performed included a dye study and revision of the catheter connector. It was noted interventions included trying to revise, but they would book a follow up revision surgery with neurosurgery at a later date. The cause of the issue was not determined and the catheter revision had not been resolved. Further follow up was being done for the type of baclofen, other medications the patient was taking at the time of the event, the patient¿s pertinent medical history, the date the patient started experiencing the increased spasticity, and the patient outcome. If additional information is received, a follow-up report will be sent. A company representative reported that the 8731sc catheter serial number was (B)(4). Further follow up was done to determine which catheter had the issue.